Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: based on the available information, there is a temporal and a likely causal relationship between the fresenius fx coral fx80 dialyzer and the patient¿s reaction (characterized by a drop in blood pressure, nausea, and stomach cramps) as the reaction was reported to have occurred during treatment. Although rare, hypersensitivity or anaphylactoid reactions to dialyzers are a known risk during hemodialysis. The exposure of the patient¿s blood to a foreign substance present in the extracorporeal circuit is the result of an immunoallergic response. (Alvarez-de lara & martin-malo, 2014) this was further supported by the patient¿s blood pressure remaining stable and the nausea subsiding once the dialyzer was switched to the nephral dialyzer. There is no evidence of an fx coral fx80 dialyzer product deficiency or malfunction, but rather a bio-incompatibility between the patient and the membrane material. However, although there is no allegation or evidence of a product malfunction or deficiency the fx coral fx80 dialyzer cannot be excluded as causing or contributing to the patient¿s adverse event.

Event description:
On 29/may/2024 fresenius was notified of a hemodialysis (hd) patient that experienced a dialyzer reaction while utilizing the fx coral fx80 dialyzer. This hd patient was scheduled for a 4 hour and 15-minute treatment on (B)(6) 2024. The patient¿s start weight was 91.2kg and target weight was 87.5kg. The patient was administered 0.005mg paricalcitol 5mcg/ml injection (for hyperparathyroidism) and 3,000 iu/0.3ml injection of heparin. The dialysate was potassium (k+) 2, calcium (ca+) 1.25, sodium (na) 140, and bicarbonate (bic) 37. The treatment was initiated at 6:00am via a left forearm shunt utilizing two 17guage red wings 20mm needles. The patient was utilizing the fx coral fx80dialyzer and an unknown machine. At 6:45am the patient¿s blood pressure (bp) was recorded as 115/60 and pulse 72. At 8:50am the patient experienced a drop in blood pressure (value not provided). The patient was connected to a sodium chloride (nacl) bag and administered approximately 400ml intravenously (IV). The patient¿s bp was recorded as 128/71 at this time. A dialyzer reaction was suspected, so the patient was administered 50mg prednisolone IV. Subsequently, the patient¿s bp initially stabilized; however, it did drop again with complaints of nausea and stomach cramps. The treatment was discontinued to switch out the dialyzer. This was done at approximately 118 minutes into the patient¿s treatment. Due to the dialyzer change, the patient¿s blood was not returned, and the estimated blood loss (ebl) was 200ml. The treatment was set up with a new dialyzer, the nephral dialyzer (not a fresenius product). The treatment resumed with no further drop in bp, but the patient¿s stomach pain continued. The treatment was completed at 10:15am.

Event description:
On 29/may/2024 fresenius was notified of a hemodialysis (hd) patient that experienced a dialyzer reaction while utilizing the fx coral fx80 dialyzer. This hd patient was scheduled for a 4 hour and 15-minute treatment on (B)(6) 2024. The patient¿s start weight was 91.2kg and target weight was 87.5kg. The patient was administered 0.005mg paricalcitol 5mcg/ml injection (for hyperparathyroidism) and 3,000 iu/0.3ml injection of heparin. The dialysate was potassium (k+) 2, calcium (ca+) 1.25, sodium (na) 140, and bicarbonate (bic) 37. The treatment was initiated at 6:00am via a left forearm shunt utilizing two 17guage red wings 20mm needles. The patient was utilizing the fx coral fx80dialyzer and an unknown machine. At 6:45am the patient¿s blood pressure (bp) was recorded as 115/60 and pulse 72. At 8:50am the patient experienced a drop in blood pressure (value not provided). The patient was connected to a sodium chloride (nacl) bag and administered approximately 400ml intravenously (IV). The patient¿s bp was recorded as 128/71 at this time. A dialyzer reaction was suspected, so the patient was administered 50mg prednisolone IV. Subsequently, the patient¿s bp initially stabilized; however, it did drop again with complaints of nausea and stomach cramps. The treatment was discontinued to switch out the dialyzer. This was done at approximately 118 minutes into the patient¿s treatment. Due to the dialyzer change, the patient¿s blood was not returned, and the estimated blood loss (ebl) was 200ml. The treatment was set up with a new dialyzer, the nephral dialyzer (not a fresenius product). The treatment resumed with no further drop in bp, but the patient¿s stomach pain continued. The treatment was completed at 10:15am.

Manufacturer narrative:
Correction provided in b1. Investigation: the sample was received for evaluation. Due to 100% testing, it highly unlikely to detect a failure in the retention sample, therefore a retained sample evaluation was not completed. The device history record reviewed showed that the products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. Especially the rinsing and sterilization parameters have been checked and no deviations from the specification were found. No further complaint was found during complaint history review. The reported event is described in the risk analysis.